Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. It was reported that after recapturing the device to reposition the puncture site, the was sheath was found to be kinked which caused difficulty in recapturing the closure device. The physician was able to successfully recapture and remove the device, and the sheath was exchanged for another to complete the procedure. There were no patient complications or consequences that occurred as a result of this event.